Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent ipg replacement procedure. Additional information received that the patient was doing well postoperatively and the explanted ipg was not returned per facility policy.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.